Event description:
It was reported that this right ventricular (rv) lead exhibited code 1005 while doing the defibrillation threshold (dft) test during a generator changeout, indicating that there was an open circuit condition during shock delivery. It was noted the impedance was as expected at initial implant. However, the impedance rose over time. A dft test was performed, and code 1005 appeared. The patient's arrhythmia was not converted by the device's shock, and the patient had to be externally rescued. Another implantable cardioverter defibrillator (ICD) was used. Code 1005 did not appear, and the dft was successful. The impedance value was within range. Technical services (ts) advised that the lead may not be relied upon to deliver shock therapy due to the 1005 code. Ts advised programming options if the physician insists on keeping the lead. The lead remains in use. No additional adverse patient effects were reported.